Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Customer identifies the keypad on 8100 (s/n (B)(4)), not responding to keypresses. Failure device type: failure problem type: failure mode: case resolution: customer identifies the keypad on 8100 (s/n (B)(4)), not responding to keypresses. Assisted customer to reference problematic fault to the keypad not responding. Customer had replaced the front door keypad, but problem still exists. Recommended customer to inter-change the display board, and/or logic board to isolate problem. Customer given replacement part numbers for the display / logic boards. Informed customer, if any further concerns and/or issues to give a call back. End call. Ref: (B)(4).